Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that following procedure the patient experienced complications, including a tearing away from the fascia, leaving a defect, and he underwent an implantation of bard polypropylene ventralex ventrio mesh system on 10/26/2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal (B)(6)2017 by dr. (B)(6) due to recurrent incisional hernia. No additional information was provided.